Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) explant six months prior due to a deep vein thrombosis possibly due to the placement of the reservoir. The patient underwent a reimplant surgery in which a tactra penile prosthesis was implanted. There were no known complications during this surgery. No more information available through physician. Should additional information become available, it will be provided.